Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began approximately 1 month ago at an unknown time. The patient reportedly tested on the subject device and reported blood glucose values of "170 and 220/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages her diabetes with an unknown type and fixed-dose of insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that immediately after the alleged issue she developed symptoms of "shaking" and despite her symptoms she denied receiving any form on medical intervention. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was performed and it fell within the specified range on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly tested on the subject device and received inaccurate erratic results and developed symptoms suggestive of hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k053529.